Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported issue with the customer over the telephone. The customer will not be returning the circuit or filters used to for investigation. The tse advised the customer that the occlusion could have been caused by the patient in need of suctioning, or the circuit or filter being occluded. The tse recommended the customer to run the unit on the same patient settings overnight. If the unit ran as intended, then perform extended self-testing (est) and short self-test (sst) prior to releasing the ventilator back to service. Customer acknowledged and will call back if further information is needed. There is no additional information.

Event description:
It was reported that during patient use, the ventilator displayed a ¿severe occlusion¿ alarm. The patient was transferred to another ventilator without any reported treatment delay or patient harm. There is no report of serious injury or death associated with this event.